Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that the tria firm ureteral stents were used during stent placement procedure in the left and right ureter for stone management, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the tria firm ureteral stents were successfully implanted under fluoroscopy in the left and right ureter, and the patient was prescribed the discharge medications of acetaminophen (tylenol), alpha blocker, anticholinergic, non steroidal anti inflammatory drugs (nsaids), and phenazopyridine. No issues were noted with the devices. During the planned stent removal performed on (B)(6) 2022, the tria ureteral stents were successfully removed from the patient without any difficulty. There were no new device implanted. The patients condition on (B)(6) 2022 experienced bilateral acute pyelonephritis to worsening urinary retention due to anesthesia. The patient was given fentanyl for her pain IV fluids, zosyn and flomax. On (B)(6) 2022 the patient had foley placement. On (B)(6) 2022 the event was considered resolved. In the physicians assessment, the clinical event severe pyelonephritis (unspecified side), reported to be secondary to urinary retention, and reported to be possibly related to the procedure and not related to the stents or removal of the stents, is anticipated in nature and severity. Although worsening urinary retention is not anticipated, the site reported that it was due to anesthesia, not related to the device, and possibly related to the procedure. It was noted that the patient was immunocompromised and was being actively treated for a urinary tract infection.

Manufacturer narrative:
Study: u0652 double-j registry clinical study. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block e1: initial reporter address 1: (B)(6). Block h6: patient code 9291 captures the reportable event of urinary retention. Patient code 9205 captures the reportable event of pain. Patient code 9151 captures the reportable event of infection.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that the tria firm ureteral stents were used during stent placement procedure in the left and right ureter for stone management, performed on (B)(6) 2022, as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the tria firm ureteral stents were successfully implanted under fluoroscopy in the left and right ureter, and the patient was prescribed the discharge medications of acetaminophen (tylenol), alpha blocker, anticholinergic, non-steroidal anti-inflammatory drugs (nsaids), and phenazopyridine. No issues were noted with the devices. During the planned stent removal performed on (B)(6) 2022, the tria ureteral stents were successfully removed from the patient without any difficulty. There was no new device implanted. The patient's condition on (B)(6) 2022, experienced bilateral acute pyelonephritis to worsening urinary retention due to anesthesia. The patient was given fentanyl for her pain IV fluids, zosyn and flomax. On (B)(6) 2022, the patient had foley placement. On (B)(6) 2022, the event was considered resolved. In the physician's assessment, the clinical event severe pyelonephritis (unspecified side), reported to be secondary to urinary retention, and reported to be possibly related to the procedure and not related to the stents or removal of the stents, is anticipated in nature and severity. Although worsening urinary retention is not anticipated, the site reported that it was due to anesthesia, not related to the device, and possibly related to the procedure. It was noted that the patient was immunocompromised and was being actively treated for a urinary tract infection. Additional information received that based upon medical review assessment, the data reasonably suggest the clinical event severe bilateral acute pyelonephritis secondary to urinary retention, reported to be possibly related to the procedure and not related to the stents or removal of the stents. Although worsening urinary retention is not anticipated, the site reported that it was due to anesthesia, not related to the device, and possibly related to the procedure. It was noted that the patient was immunocompromised and was being actively treated for a urinary tract infection. Treatment was indicated to be hospitalization, fentanyl, intravenous fluids, zosyn, flomax and foley catheter placement. Additional information received that the patient's condition on (B)(6) 2022, experienced bilateral flank pain. On (B)(6) 2022, the event was considered resolved. Additional information received that the onset date in the event of bilateral flank pain was on (B)(6) 2022.

Manufacturer narrative:
Block g3: study: (B)(6) double-j registry clinical study. Block e1: initial reporter address 1: (B)(6). Block h6: patient code 9291 captures the reportable event of urinary retention. Patient code 9205 captures the reportable event of pain. Patient code 9151 captures the reportable event of infection. Block h10: block b5 have been updated based on additional information received december 14, 2022.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. It was reported to boston scientific corporation that the tria firm ureteral stents were used during stent placement procedure in the left and right ureter for stone management, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the tria firm ureteral stents were successfully implanted under fluoroscopy in the left and right ureter, and the patient was prescribed the discharge medications of acetaminophen (tylenol) , alpha blocker, anticholinergic, non steroidal anti inflammatory drugs (nsaids), and phenazopyridine. No issues were noted with the devices. During the planned stent removal performed on (B)(6) 2022, the tria ureteral stents were successfully removed from the patient without any difficulty. There were no new device implanted. The patients condition on (B)(6) 2022 experienced bilateral acute pyelonephritis to worsening urinary retention due to anesthesia. The patient was given fentanyl for her pain IV fluids, zosyn and flomax. On (B)(6) 2022 the patient had foley placement. On march 30, 2022 the event was considered resolved. In the physicians assessment, the clinical event severe pyelonephritis (unspecified side), reported to be secondary to urinary retention, and reported to be possibly related to the procedure and not related to the stents or removal of the stents, is anticipated in nature and severity. Although worsening urinary retention is not anticipated, the site reported that it was due to anesthesia, not related to the device, and possibly related to the procedure. It was noted that the patient was immunocompromised and was being actively treated for a urinary tract infection. Additional information received that based upon medical review assessment, the data reasonably suggest the clinical event severe bilateral acute pyelonephritis secondary to urinary retention, reported to be possibly related to the procedure and not related to the stents or removal of the stents. Although worsening urinary retention is not anticipated, the site reported that it was due to anesthesia, not related to the device, and possibly related to the procedure. It was noted that the patient was immunocompromised and was being actively treated for a urinary tract infection. Treatment was indicated to be hospitalization, fentanyl, intravenous fluids, zosyn, flomax and foley catheter placement. Additional information received that the patients condition on (B)(6) 2022, experienced bilateral flank pain. On april 15, 2022, the event was considered resolved.